Event description:
Synovial fluid culture revealed presence of candida guillermondii [culture positive]. Inflammatory synovial fluid [synovial fluid analysis abnormal]. Pain on right knee [arthralgia]. Effusion on right knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6). The pt's medical history was significant for previous medical device implantation with synvisc (she had been treated since several years without any incident in the right knee), recent knee prosthesis placement on her left knee, hypertension and previous drug therapy with apranax. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at 2 ml once weekly. The lot number of synvisc was not provided. On (B)(6) 2012, the pt was administered the second injection. On (B)(6) 2012, the pt experienced pain and effusion. As per the pt's physician, there was no context of gout or chondrocalcinosis. On (B)(6) 2012, arthrocentesis was performed and 40 ml of synovial fluid was withdrawn, it was mildly inflammatory, non-purulent and sterile. There was no fever. In the pt's physician's opinion, it might have been a reactive effusion due to synvisc injection. The pt's physician advised that the third injection should not be performed and that synvisc must be avoided for further visco-supplementation treatments. He proposed to use a product of lower molecular weight that might be better tolerated. The pt received ice-cooling, rest, voltaren (diclofenac sodium), inipomp (pantoprazole) and colchimax (colchicine) as treatment. Action taken with synvisc was not provided. The outcome of the events of inflammatory synovial fluid, pain and joint effusion was not provided. Concomitant medications were not provided. The intensity for the events of pain, joint effusion and inflammatory synovial fluid was not provided. Additional info was received on (B)(6) 2012 from a rheumatologist. The pt's medical history was also significant for grade 2, degenerative origin right knee gonarthritis (2004) and previous treatment with non-steroidal anti-inflammatory drugs. It was reported that this was the fourth treatment series with synvisc into the right knee and no arthrocentesis was performed immediately before each injection because the pt's knee was described as being "dry" (ie no effusion). Synvisc was injected by latero-external route. The lot number of synvisc was w11134. No intense physical activity was done by the pt following injection. On (B)(6) 2012, the pt experienced effusion and pain on her right knee. On (B)(6) 2012, synovial fluid analysis revealed bacteriology negative, 5400/mm3 white blood cell (wbc), of which 90% were lymphocytes, 5% were eosinophils and 5% were neutrophils. There were no crystals. On an unspecified date, synovial fluid culture revealed presence of candida guillermondii. Therapy with synvisc was permanently discontinued. The outcome for the events of pain on right knee and effusion on right knee was not yet recovered. The outcome for the event of synovial fluid culture revealed presence of candida guillermondii was not provided. The intensity for the events of pain on right knee and effusion on right knee was moderate. The intensity for the event of synovial fluid culture revealed presence of candida guillermondii was not provided. The reporting physician assessed the relationship between synvisc and the events of pain on right knee and effusion on right knee as definite and did not provide a relationship for the events of inflammatory synovial fluid and synovial fluid culture revealed presence of candida guillermondii. This is 1 of 2 reports from this reporter regarding the same pt. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The qa (quality assurance) investigation results were received on (B)(4) 2012. The benefit-risk relationship is not affected by this report.